Event description:
A surgeon reported multiple pts with intraoperative evidence of the suture stretching, causing multiple re-ties. This particular pt underwent a straightforward medical rectus resection of 6.5 mm, which is a fairly large resection that leaves the muscle almost no tension. Stated: I had to draw up and re-tie the suture three times because it kept stretching and allowing the muscle to sag back from its intended location. The suture became visibly attenuated. For the second part of the procedure involving a muscle resection, which placed a lot more tension on the sutures, I switched to vicryl 6-0 (which I hadn't used in years) and had no difficulty. I have used the same technique for scleral needle passage and knot-tying for years.

Manufacturer narrative:
Product was not available for investigation, including root cause analysis.